Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a cardiac perforation. During an ablation procedure for atrial fibrillation with an intellanav mifi open-irrigated catheter, they had a successful procedure until they did a couple extra ablation burns by the coronary sinus (cs) arch which caused a small perforation. The patient was doing well and fine the next day. The same device was used to complete the case.